Manufacturer narrative:
Additional information for: d10, g4, g7, h2, h3, h6 and h10. The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications with no root cause definitively established upon further investigation, a resolution plan aimed at addressing enhanced loading techniques and an improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 25mm amplatzer cribriform occluder was selected for implant. The device was prepared in the normal procedure and upon deployment distortion was seen on the disc opened on the left atrium side. The same deformity was seen on the disc opened on the right atrium side. The device was removed and another 25mm amplatzer cribriform occluder was successfully implanted. There was no clinically significant delay in the procedure and the patient remained stable throughout the procedure.